Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but had not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On march 6, 2007 the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter was prompting the battery symbol. The patient's wife told the medical affairs specialist (mas), the patient was unable to obtain blood glucose readings on the reported meter starting the weekend of march 3 and 4. She said, the patient did not realize he could call lfs customer service over the weekend and he did not know the flashing "plus/minus" symbol on the meter indicated that the battery needed to be changed. The wife said, the patient continued to take nph and novolog insulin over the weekend, but he "guessed at the dosage" he should take because, he was unable to obtain a meter reading. On the event date, in the afternoon, the patient had blurred vision and felt like his blood glucose level was low. He drank orange juice, but continued to feel symptoms. Around 4:00 or 5:00 pm, the wife took him to the ER, where a result of 107 mg/dl was obtained on the ER device. The patient was given food to eat in the ER. The wife said, the patient has multiple, other health problems including renal failure and congestive heart failure. He is currently seeing specialist to address these health issues. The customer care advocate (cca) confirmed that, the meter displayed the low battery symbol and the patient had not changed the meter battery per the owner's manual. The meter, test strips, and control solution were replaced. The complaint is reported, because the patient alleges he was unable to obtain a reading on the lfs meter. During this time, he claims he took insulin by "guessing at the dose" and later experienced symptoms that suggested hypoglycemia and was treating himself with orange juice.